Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there was an issue with the sensor and it does not connect with the pump. Troubleshooting was performed and the pump passed the self-test. However, the transmitter would not reconnect to the pump. The customer's blood glucose at the time of the call was 49 mg/dl. The customer declined to troubleshoot for their low blood glucose and indicated that the low was probably due to not having eaten since noon. No further details given.